Event description:
It was reported that a homechoice automated pd set with cassette leaked. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.